Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR report was interrogated during scheduled follow-up on (B) (6) 2010. During the lead tests, the continuity impedance measurements of the right ventricular shock coil were abnormal. Next follow-up was scheduled for (B) (6) 2010. Add'l info: reportedly, the ICD was re-initialized on (B) (6) 2009. Since an intermittent lead failure / connection issues was suspected, a re-intervention was recommended on (B) (6) 2010 to check the connection / lead integrity. Reportedly, re-intervention was performed on (B) (6) 2010 and a lead connection issue was confirmed. The physician reconnected the lead properly, thus solving the issue.